Event description:
It was reported that a pt, whom was reportedly in ventricular fibrillation, was defibrillated with 200 joules from a lifepak 15 monitor/defibrillator using conmed multifunction electrodes. Upon defibrillation, the paramedics describe a fire starting at the right side of pt's head, the bag valve mask and oxygen tubing started on fire. The fire was extinguished with a bag of normal saline, and the pt sustained burns to the right side of her face, her scalp, ear and right shoulder. Resuscitation was continued in the ER for approximately 20 minutes. The pt never had pulses throughout the entire resuscitation effort in the field or in the ER.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated.